Event description:
Implant placed and 1 week later, I developed hives, shortness of breath, abdominal pain, rash, elevated liver enzymes, diarrhea, swollen face, arms, and head; redness to my hands, brain fog, fatigue, fever, blurred vision, joint aches, cough. I was hospitalized for 5 days. I was explanted; 64 days, I have not returned to my full state of health. I have occasional joint aches, unable to wear "eye" make up and dizziness and tinnitus. Diagnosed: serum sickness. I also had muscle weakness, difficulty swallowing, headaches, ear pain. How are there allowed to be implanted in women? They are not safe. Neck pain, jaw pain, reynauds, blood in my urine, light sensitivity.